Manufacturer narrative:
H3: one device was received for analysis. There was no service history was identified. The alleged issue was confirmed, however, upon further investigation a reportable malfunction of upstream occlusion seal was buckled, and dented air detector were found. The uso seal and air detector were replaced. The device then passed all tests after the repairs.

Event description:
The customer returned the product for damaged power bezel under button exposed. /bb, during physical inspection it was found that the upstream occlusion (uso) seal was buckled, and air detector was dented. There was no patient involvement.